Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed. (B) (4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported that there was a dislodgement of both the atrial and right ventricular leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.